Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s healthcare provider discontinued ilet therapy after the user experienced recurrent low blood glucose while stating that the ilet otherwise worked well; the user reported two low events in one day with a nadir of 58 mg/dl by fingerstick while announcing normal meals and using a dexcom g7. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Investigation included complaint intake assessment and user education and troubleshooting. Investigation of this case revealed no device malfunction identified and an undetermined root cause for hypoglycemia, with use of oral carbohydrate treatment aligning with standard management. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.